Event description:
It was reported that noise had been observed on the right ventricular lead through a remote merlin.net transmission. No patient symptoms were reported. No intervention was reported.

Manufacturer narrative:
(B)(4).